Event description:
The hospital reported that the 7 mm extended length endoscope had a "dark picture- cannot see anything through the lens. This was discovered during cleaning prior to them being issued back to the operating room. No patient effects, as there was not a case at the time." Replacement requested. The product will be returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)